Event description:
New information received indicated that the right ventricular lead also exhibited over-sensing.

Event description:
New information received indicated that the right ventricular lead exhibited noise over-sensing.

Event description:
It was reported in clinic during a generator change out that the patient's right ventricular lead exhibited low pacing impedance. The physician opted to cap and replace the lead on (B)(6) 2021. There were no patient consequences.